Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The patient¿s spouse reported bleeding the day the sensor had been inserted into the abdomen on (B)(6) 2021. The patient was unable to stop the bleeding and went to the emergency department (ed). The ed physician evaluated and sutured the wound and covered it with a bandage. The patient takes aspirin and an anticoagulant. The patient was released home and instructed to have the suture(s) removed in 5 ¿ 7 days. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.